Manufacturer narrative:
Method: ECG and device internal memory from event reviewed. Conclusion: combination of artifact and inadequate pads contact prevented analysis. Labeling (voice prompts and IFU) provide info explaining how to resolve. Report is being filed as it cannot be conclusively stated that recurrence would not result in adverse event.

Event description:
AED did not deliver shock during deployment. (B) (4).